Manufacturer narrative:
(B)(4). Eval results: vessel with moderate tortuosity and 80% stenosis. Eval, conclusions: vessel with moderate tortuosity and 80% stenosis.

Event description:
A nc sprinter rx balloon dilatation catheter length 9 mm, diameter 3.0 mm was used to treat a lesion with moderate tortuosity and 80% stenosis in a pt's proximal circumflex. It was reported that the balloon burst during the procedure. The physician initially attempted to pre-dilate the lesion with a 3.0 x 6 mm sprinter balloon, but was unsuccessful and then pre-dilated with the nc sprinter rx. The protective covering was removed from the balloon without difficulties. The physician inspected the balloon prior to use and there were no issues noted. The balloon was prepared and advanced normally over the wire, through the guide catheter and across the lesion. It was inflated to 18 atms for 5 seconds prior to rupture. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The cd of procedural images was not returned to medtronic for eval, but the stent delivery system was returned for eval. On review of the returned device, there was a longitudinal tear evident on the balloon and blood was present along the device and in the balloon which confirmed the burst as reported. It appears most likely that the vessel/lesion morphology may have impacted on the balloon resulting in the subsequent balloon rupture.